Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 25, 2016 that a wallflex biliary partially covered stent was implanted in the lower common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patients anatomy was not tortuous. According to the complainant, during the procedure,the physician was able to deploy the stent. However, the physician was having difficulty pulling back the inner catheter into the scope and the inner catheter detached inside the patient when removing the scope. The detached inner catheter was removed using forceps. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.